Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostrate biopsy for a soft lesion, the health care provider allegedly had difficulty priming the device and allegedly noted that the stylet popped out by itself. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. Both slides were in their initial positions. The top slide was pulled back to examine the sample notch. The needle was bent. The bend started approximately 0.025" from the base of the needle. There were no other visual anomalies observed on the device. Functional/performance evaluation: a functional/performance evaluation could not be performed, due to the returned sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was returned for evaluation. The investigation is confirmed for bent, as the cannula and stylet were found to be bent. Additionally, the investigation is inconclusive for self-activation and failure to prime, as the device could not be fully functionally tested due to the bent needle. During sample evaluation, the stylet and cannula were found to be bent, which could have contributed to the failure to prime. All maxcore needles are visually inspected for bends before and after assembly at manufacturing site. Therefore, it is unlikely that the root cause is manufacturing related. Furthermore, it is unknown whether shipping and/or handling issues contributed to the event, as the user did not report a bend. The definitive root cause could not be determined based upon available information. Labeling review: the current maxcore disposable core biopsy instruments instructions for use (IFU) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided prostate biopsy for a soft lesion, the health care provider allegedly had difficulty priming the device and allegedly noted that the stylet popped out by itself. Reportedly, a coaxial was not used and the procedure was completed with another device. There was no reported patient injury.